Manufacturer narrative:
Corrected data: date of implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(4)) experienced pain at the ipg pocket site. Surgical intervention may take place at a later date.